Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced repeated non-recoverable fault 26002 during patient side cart (psc) draping. The customer perform system hard power-cycle, but the issue persisted. Technical support engineer (tse) found error 307 generated on proximal set up joint (suj) 3. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set up joint (suj) due to the error 26002, 319 & 307 had been occurred repeatedly. After replacement, the reported issue was resolved. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and found communication error 26002 indicating bp amp switch failure on the whole patient side cart (psc) system. Suj proximal specifically reported communication link error 40084 with errors 307 and 319 indicating node not present thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered error 26002. Fa was unable to disable the arm so the system was restarted where it triggered error 40084 thus replicating the event. The unit was then installed on a patient site cart (psc) fixture test platform (pftp) where it failed to release the horizontal brake test. Installed golden axes controller setup (acu) was tested and verified it to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.